Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis and myocardial infarction (mi) occurred. In 2012, a 3.0mmx38mm promus element stent was implanted to treat the target lesion in the right coronary artery (rca). In (B)(6) 2015, the patient presented with myocardial infarction and was referred for coronary angiogram which revealed thrombosis in the mid section of the previously implanted promus element stent. Patient was then commenced on brillanta in preparation for a repeat percutaneous coronary intervention (pci) to the rca in a couple of days.